Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we the technician confirmed that the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, the air nozzle missing glue, and the water nozzle missing glue; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).